Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports (patient identifiers (B)(6). Customer has clarified that this was the same event notified twice with two different event dates in error. The medwatch submitted for patient identifier (B)(6) is a duplicate. Reference medwatch with patient identifier (B)(6) for all investigation details and

Event description:
As reported for this event by the customer, the device connector was smashed. There is no reported harm to any patient.

Manufacturer narrative:
The customer had another broken grey connector event with this device reported on (B)(6), 2021, and captured in patient identifier (B)(6). Additional information is not yet available for this event. This device is not available for evaluation. Customer will order replacement parts and perform the repair by their olympus trained; as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device not available for evaluation.